Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 48odx42id pn us157848, ln 990820, m2a-magnum 42-50mm tpr insrt-6, pn 139252, ln 999020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05558, 0001825034-2019-05559. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left tha. Subsequently, the patient was revised approximately 11 years after the initial surgery due to metallosis, pain, tissue damage, bone loss, decrease in activities of daily living, loosening, cyst, and necrosis. Medical records indicated: metallosis; abductor tendon loss; and acetabular bone loss; progressive left hip pain and inability to do daily activities; there was a large defect on the anterior abductor region where there was metallic debris; there was a defect posteriorly and only a thin rim of abductor tendon; a large amount of metallic black debris surrounding the remnants of the capsule; taper appeared to be in good condition; the acetabular cup was loose and easily removed; the acetabulum was cystic with a large amount of inferior and medial bone loss; dark black necrotic material was removed from the cystic areas and irrigated.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: 11-103200 ¿ taperloc femoral stem ¿ 964320. Reported event was confirmed by review of medical records noting left hip pain and metallosis. Cystic changes under the cup component seen with x-rays. Loosening of the implants and a large defect on the anterior abductor region where there was metallic debris. There is a defect posteriorly and only a thin rim of abductor tendon. A large amount of metallic black debris surrounding the remnants of the capsule. Taper appears to be in good condition. The acetabulum was cystic with a large amount of inferior and medial bone loss. Dark black necrotic material was removed from the cystic areas and irrigated. DHR was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.